Event description:
It was reported that after an unknown procedure, the 4-40 stud was broken. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.